Manufacturer narrative:
(B)(4). Insulin pump had pump error alarm followed by another pump error alarm found in the pump history due to problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple error alarms. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.